Event description:
The customer reported that while the unit was in use on a patient, the unit displayed the "system failure" alarm. The patient was switched to another unit, and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed the error code #66 stored in the error log (iabp shutdown). The company representative replaced the k6a, vent valve (B)(4). The unit was tested to factory specification. It functioned normally and was returned to the customer.